Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that lead exhibited high pacing impedance. The lead was not used, and a new lead was implanted. Patient condition was stable.

Manufacturer narrative:
Correction for fields h4 and d4 (manufacturing and expiration dates).